Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The problem (failed testing) was confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to contamination inside of the monitor. Contamination was found on j1003aa on the defib board and k2 of the c/a board. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed to complete incoming functionality testing.